Event description:
The customer reported that during patient use an 840 ventilator had loss of graphic user interface (gui) to breath delivery unit (bdu) visual alarm. Patient ventilation was not interrupted. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and reviewed the event logs, no failure error codes were found in memory. The cse could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).